Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred and the patient expired. The target lesion was located in the mid left anterior descending artery (lad) and was treated using two passes with the oad on low speed. Imaging was performed following both passes with no issue noted. Following the third pass with the oad, the device stopped functioning and appeared to have buckled. The device was retracted and a perforation was noted in the lad. The patient presented with chest pain and became unstable. Balloon angioplasty was performed to resolve the perforation, however the patient remained unstable. Cardiopulmonary resuscitation and a pericardiocentesis were performed, however it was reported that the patient expired.